Event description:
It was reported that the system 9800 c-arm locked up during a procedure. The system was reinitialized and the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified through the review of internal error logs. The battery packs. Fluoro function board, mainframe power supply were removed and replaced. The system was tested and found to be working as intended and placed back into service.